Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was initially reported that the recipient felt the hearing performance with the device should be better than it actually is. A constant noise was present during speech, which makes it impossible to understand. Per new received information, the recipient's hearing with the device continued to decline. The user was re-implanted. CT scan showed a possible air bubble or air space in the cochlea, as per physician consultation.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). Conclusion: the device investigations did not reveal any device defect or malfunction which could explain the reported symptoms. The observed mechanical damage is attributable to the removal surgery. Based on received information and in-situ measurements, the observed insufficient hearing perception was very likely related to an air bubble in the cochlea, as shown also by diagnostic imaging, which may have led to physiological changes in the cochlear environment. This is a final report.

Event description:
It was initially reported that the recipient felt the hearing performance with the device should be better than it actually was. A constant noise was present during speech, which made it impossible to understand. This had been the case since activation. The recipient has been reprogrammed multiple times with no improvement. Per new received information, the recipient's hearing with the device continued to decline. The reported noise was present only during stimulation. The user has been re-implanted.